Manufacturer narrative:
This report is submitted on january 10, 2023.

Event description:
Per the clinic, the patient experienced subsequent loss of connection to the internal device and it was reported that open circuits were noted on all electrodes. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023 and the patient was reimplanted with another cochlear device during the same surgery. Device analysis indicated device failure. Device analysis report attached. This report is submitted on march 02, 2023.